Manufacturer narrative:
(B)(4). Date of event: unknown: captured as awareness date. Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device cs40b lot number u94h35 and no non-conformances were identified. Manufacturing date: 06/29/2020 expiration date: 05/31/2025. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection procedure on a cancer patient that the staple line did not hold, and a couple of staples opened up and the staple line had to be oversewn. There were no adverse consequences for the patient. No device will be returned.